Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, an enlarged atrium, and tethered posterior leaflet. It was noted imaging was challenging during the procedure. An ntw clip (30612r1046) was inserted and deployed on the mitral valve. To further reduce mr, an additional ntw clip (30612r1037) was inserted. However, while in the left ventricle (lv), the clip became caught in chordae. Troubleshooting was performed and the clip was able to be removed from the chordae. However, while troubleshooting, the implanted clip detached from the posterior and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted the clip did not come in contact with each other. The second clip was then repositioned and deployed to stabilize the slda. An xt clip (30306r1007) was then inserted, but it was noted the anterior leaflet was difficult to grasp. The clip was able to be deployed. One additional clip was also implanted to stabilize the slda, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation is due to procedural conditions. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.